Manufacturer narrative:
Pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit was received without the belt clip. Unit had broken belt clip slot at battery tube threads area, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube window, cracked case at display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. Blood glucose level near the time of the call was 307 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.